Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a ¿rare type of infection (no further details). The cause of the event was not reported. It was reported the patient was hospitalized for the event, specified as ¿spent the last month in the hospital¿. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. On an unreported date, pd therapy was discontinued, and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the previously reported "rare infection" was peritonitis which was caused by nontuberculous mycobacterium "abscessus". The patient was reported to be in the hospital for a month and was hospitalized again in the following month for seven days. The patient was treated with amikacin (intravenous, for two months, dose and frequency were not reported) and azithromycin (for two months, dose, route and frequency were not reported) for the event. Should additional relevant information become available, a supplemental report will be submitted.